Event description:
It was reported that a doctor stated that a wrong intraocular lens was received in the box. He did not believe that the lens was a multifocal lens because he could not see any rings on the lens. He believed it was packaged incorrectly. The lens was removed and replaced within the same procedure. There was an incision enlargement and one suture. No vitrectomy was required and no patient complications were reported. Additional information was received from the doctor stating that the patient was seeing well with 20/20 vision uncorrected. It was reported that the lens was packaged to be returned for evaluation. The lens was sent to the distributor and then forwarded to abbott medical optics (amo) for evaluation. Upon opening the box at amo it was determined that the lens was not in the box and appeared to be lost in transit.

Manufacturer narrative:
The review of the manufacturing documentation and testing presented were found within product specifications. No deviation or non-conformance (ncr) related to the customer claim was generated. Based on the manufacturing record review, no deviation or assignable cause was identified for the complaint reported when this production order was manufactured. The lens diopter result obtained from the miq (measurement iol quality) electronic system of the test performed when this lens was manufactured, showed that lens serial number 5314361307 corresponded to 20.0 diopter. No deviation was reported. Based on the documents reviewed at miq, there is no deviation or any non-conformity throughout the process. The information documented does not support any potential mix up label during manufacturing process. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4) - enlarged incision. "Wrong lens" in box, no rings visualized. Placeholder.